Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred during basal delivery. Subsequently, it was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin with multiple cartridges. Customer's blood glucose level ranged from the low 200 mg/dl range to the 300 mg/dl range. Reportedly, customer reverted to an alternate pump for insulin therapy.